Event description:
The event is reported as: the cuff does not inflate when cuff leak test is performed prior to intubation.

Manufacturer narrative:
The device sample was not received for evaluation at the time of this report.